Event description:
It was reported the patient presented in clinic for follow-up. During the device check, it was discovered the pacemaker could not be interrogated, was not pacing, and had no magnet response. When explanting the pacemaker, it was observed there was unusual discoloration in the header. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inability to interrogate, no lv output, no magnet response, and material discoloration were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the patient presented in clinic for follow-up with bradycardia. During the device check, it was discovered the pacemaker could not be interrogated, was not pacing, and had no magnet response. When explanting the pacemaker, it was observed there was unusual discoloration in the header. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.